Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2025-00264 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using while using one bd vacutainer® ultratouch¿ push button blood collection set with pah, blood started flowing into the gold top tube very slowly, then it started flowing back to the patient. No patient or user impact reported as the nurse removed the vacutainer tube, disconnected the transfer device from the butterfly tubing, and attached the 3 ml syringe to the butterfly tubing to manually withdraw the blood through the butterfly tube.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using while using one bd vacutainer® ultratouch¿ push button blood collection set with pah, blood started flowing into the gold top tube very slowly, then it started flowing back to the patient. No patient or user impact reported as the nurse removed the vacutainer tube, disconnected the transfer device from the butterfly tubing, and attached the 3 ml syringe to the butterfly tubing to manually withdraw the blood through the butterfly tube.